Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found that the mobile view station (mvs) computer failed and required replacement. Part replacement and further service has not been approved by the customer, so no additional findings are possible at this time.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) computer failed during planned maintenance (pm) and required replacement. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
He hardware investigation of the returned computer confirmed that the reported event was related to a computer hardware issue with the motherboard. The computer did not power on beyond fan and red system error led light. Door is not secure on front of computer due to broken posts on front of computer. Verified all connections are secure. No loose connections were found. Cmos battery measured 3.09vdc. The computer had physical and functional damage. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to replace computer and test the equipment. The rep replaced 8 motion batteries, performed fluoro/rad gain cals, performed invalid home, and imaging system is operational. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer and is currently under analysis.